Event description:
The customer reported gain settings on a cell-dyn emerald analyzer did not match the standard setting. Abbott customer support assisted the customer in updating the gains settings. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process